Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for filter perforation. Based upon the available information, the definitive root cause is unknown. Labeling review: snf the current IFU (instructions for use) states: potential complications - perforation of the vena cava wall by the legs of the filter. Rnf the current IFU (instructions for use) states: potential complications: - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. - perforation or other acute or chronic damage of the ivc. G2/g2 express/ g2x/ eclipse/ meridian. The current IFU (instructions for use) states: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. Denali: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two days post filter deployment; allegedly, the filter perforated the ivc wall. No reported attempts were made to retrieve the filter. No other pertinent patient or medical information was provided leading up to or surrounding this event. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two days post filter deployment; allegedly, the filter perforated the ivc wall. No reported attempts were made to retrieve the filter. No other pertinent patient or medical information was provided leading up to or surrounding this event. The patient status was not provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a vena cava filter was deployed infrarenal for right lower extremity proximal dvt with contraindication to anticoagulation. Post deployment inferior venacavogram revealed the filter in a tilted position. Two days post filter deployment, a computed tomography scan of the abdomen and pelvis revealed a tilted filter with its apex appearing to project just outside of the caval wall. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, the investigation can be confirmed for filter tilt and perforation of the filter apex. Per the provided medical records, the filter was deployed in a tilted position. The tilted filter likely contributed to the perforation of the filter apex. However, the definitive root cause is unknown.

Event description:
It was reported that two days post filter deployment; allegedly, the filter perforated the ivc wall. No reported attempts were made to retrieve the filter. No other pertinent patient or medical information was provided leading up to or surrounding this event. The patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated into organs and became embedded. The filter has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.